Event description:
Complainant alleged that while attempting to convert the heart rhythm of a patient (age unknown) the device was charged to 50 joules, then displayed a "poor pad contact" and failed to discharge. The patient was attached to the device via electrode pads. The complainant indicated that the clinician obtained another set of electrode pads and a second attempt to deliver 50 joules was made. The device displayed a "poor pad contact" message, however the device discharged; the patient's rhythm did not convert. A third set of electrode pads were applied to the patient as a precaution, the device discharged 75 joules to the patient and the patient converted succesfully. Complainant indicated that the patient was later examined for reddening and/or burns from the electrode pads and no reddening or burns were found.